Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result for one patient when running on the alinity I processing module. The following data was provided: sid (B)(6): blood drawn on (B)(6) 2025 at 15:28 measured on (B)(6) 2025, result at 16:28 result was 79.9 pg/ml. Physician questioned the result and requested a rerun. Sample rerun was performed twice: on (B)(6) 2025 at 19:44 on (B)(6), result: < 10 pg/ml on (B)(6) 2025 at 20:36 on (B)(6), result: < 10 pg/ml no customer cutoff was provided, therefore using the package insert overall cutoff of 26.2 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21 (alinity I stat high sensitivity troponin-I), with 510k/PMA/bla number k202525.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in-house testing, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 73252ud00, however, no increase in complaint activity was identified for list number 08p13. Additionally, accuracy testing of the alinity I stat high sensitive troponin-I complaint lot was performed. All validity and acceptance criteria have been met, indicating that the lot is performing acceptably. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot are within established limits and comparable to the historical reagent lot performance. A review of the device history record did not identify any nonconformances or deviations associated with the complaint lot. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitive troponin-I reagent lot 73252ud00 was identified.

Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result for one patient when running on the alinity I processing module. The following data was provided: sid (B)(6): blood drawn on (B)(6) 2025 at 15:28 measured on (B)(6) 2025, result at 16:28 result was 79.9 pg/ml. Physician questioned the result and requested a rerun. Sample rerun was performed twice: on (B)(6) 2025 at 19:44 on (B)(6), result: < 10 pg/ml. On (B)(6) 2025 at 20:36 on (B)(6), result: < 10 pg/ml. No customer cutoff was provided, therefore using the package insert overall cutoff of 26.2 pg/ml. There was no impact to patient management reported.